Manufacturer narrative:
The patient is (B)(6) in height. An event regarding poly wear involving an unknown liner was reported. The event was not confirmed. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that the doctor put in new head and liner due to poly wear. No other information per hospital protocol.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown liner. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the doctor put in new head and liner due to poly wear. No other information per hospital protocol.